Event description:
It was reported that during a sleeve gastrectomy procedure, on the fifth firing the instrument, it cut the tissue and the staples didn't form. So the surgeon had to put manual stitches to close the tissue. The procedure was converted to open. There were no consequences to the patient.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.